Manufacturer narrative:
One capnograph was returned for evaluation. Visual inspection of the device found it to be in good physical condition; it was noted however to have a battery compartment that was glued back on. Device underwent functional testing, device powered on, and the reported customer complaint was confirmed. One quarter of the display appeared to be missing. The lcd and connector were both replaced and now the full display is present when powered up. The problem source was determined to be user interface due to impact. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that one quarter of the screen of a smiths medical capnocheck monitor is blank. No adverse effects reported.